Manufacturer narrative:
Complaint conclusion: as reported, the luer hub of a 6f .070 judkins right (jr) 4 100 cm vista brite tip guiding catheter was cracked. The damage was noticed upon preparation and could not be used inside of the patient. There was no reported patient injury. The device was inspected prior to use and no anomalies were noted. The device was pulled from the packaging by the hub. The device was torqued or ¿steered¿ by the hub. The device was not used in the patient. A cordis sheath was used. The vessel characteristics at the target site were mildly calcified, no tortuosity, acute angle, or bifurcating, with 80% stenosis. The vessel characteristics at access site were no calcification, tortuosity, stenosis, acute angle or bifurcating. The procedure was an intervention. A contralateral approach was not used. A non-sterile catheter ¿6f .070 jr 4 100cm¿ was received for evaluation. During visual inspection, several kinks were observed located approximately 11.5, 58, and 69.5 cm from the brite tip. Also, a compressed condition with a length of 3 cm was observed located approximately 35 cm from the brite tip. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. The luer hub was connected to a syringe to applied torquing pressure and a cracked condition was revealed. Sem analysis was not performed because the damages associated with the crack are visible with the magnification obtained with a vision system. The cracked area on hub presented evidence of fatigue striations during microscopic analysis. The reported "luer hub-cracked" was confirmed. The returned unit presented with a cracked condition on the luer hub. The fatigue striations found on the hub are commonly associated with separations caused by material tensile overload. While the exact cause of the crack cannot be conclusively determined during the analysis, it is assumed the hub was induced to a tensile force that exceeded its yield strength prior to cracking. Storage or handling factors may have contributed to the event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the luer hub of a 6f .070 judkins right (jr) 4 100 cm vista brite tip guiding catheter was cracked. The damage was noticed upon preparation and could not be used inside of the patient. There was no reported patient injury. The device was inspected prior to use and no anomalies were noted. The device was pulled from the packaging by the hub. The device was torqued or ¿steered¿ by the hub. The device was not used in the patient. A cordis sheath was used. The vessel characteristics at the target site were mildly calcified, no tortuosity, acute angle or bifurcating, with 80% stenosis. The vessel characteristics at access site were no calcification, tortuosity, stenosis, acute angle or bifurcating. The procedure was an intervention. A contralateral approach was not used. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, the luer hub of a 6f .070 judkins right (jr) 4 100 cm vista brite tip guiding catheter was cracked. The damage was noticed upon preparation and could not be used inside of the patient. There was no reported patient injury. The device was inspected prior to use and no anomalies were noted. The device was pulled from the packaging by the hub. The device was torqued or ¿steered¿ by the hub. The device was not used in the patient. A cordis sheath was used. The vessel characteristics at the target site were mildly calcified, no tortuosity, acute angle or bifurcating, with 80% stenosis. The vessel characteristics at access site were no calcification, tortuosity, stenosis, acute angle or bifurcating. The procedure was an intervention. A contralateral approach was not used. A non-sterile catheter ¿6f .070 jr 4 100cm¿ was received coiled inside of a clear plastic bag. The part was unpacked to proceed with the product evaluation. The unit was inspected thoroughly focusing on the luer hub and no damages were observed. Several kinks were observed located approximately 11.5, 58, and 69.5 cm from the brite tip. Additionally, a compressed condition with a length of 3 cm was observed located approximately 35 cm from the brite tip. No other outstanding details were observed. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. The luer hub was connected to a syringe with torquing pressure applied and a cracked condition was noted. Sem analysis was not performed because the damages associated with the crack are visible with the magnification obtained with a vision system. The cracked area on the hub presented evidence fatigue striations. Fatigue striations found on the hub material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. As observed in the dsc (differential scanning calorimetry) thermograms, no sample presented thermal history (first heating cycle) suggesting exposure to high temperatures or any significant thermal transition. However, in the tga analysis it was observed that the complaint with the lowest thermal stability was 2024-06527 whose onset temperature stability was the lowest at 424 °c. Furthermore, the decomposition rate of all samples is similar, between 70 and 73%, suggesting that, despite the temperature difference, the thermal behavior of the material is consistent with that of a polycarbonate. The complaint reported by the customer as ¿luer hub~cracked¿ was confirmed. The returned unit present a cracked condition on the luer hub. Additionally, a kinked and compressed condition was observed on the body. The exact cause of the observed damage could not be conclusively determined during the analysis. Dsc (differential scanning calorimetry) thermograms, is not suggesting exposure to high temperatures or any significant thermal transition. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.